Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the knee pain was that the nail was too long and protruding into the knee. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to knee pain/nail protrusion in the knee. The im nail was replaced with a 10 mm x 320 mm standard nail per the sign technique manual. Surgeon comment: "he had complaints of pain in knee due to nail. He had complaints of nail protrusion in knee so we revised it with smaller nail."